Event description:
Additional information shows lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low sensing, increased thresholds and high impedance values were observed. The lead was explanted.